Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A caller, calling on behalf of a customer, reported sensor scan results of 27 mmol/l, 27 mmol/l, and 27 mmol/l compared to competitor brand meter results of 8.9 mmol/l, 15.14 mmol/l, and 12.0 mmol/l respectively. The caller further reported that the customer "was hypo", although it is noted that none of the readings provided are consistent with hypoglycemia. The caller further reported that customer experienced both a seizure and a loss of consciousness and was admitted to the hospital, where a diagnosis of hyperglycemia was made and the customer was treated with an unspecified injection and her insulin dose was adjusted. No further information was provided and multiple attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A caller, calling on behalf of a customer, reported sensor scan results of 27 mmol/l, 27 mmol/l, and 27 mmol/l compared to competitor brand meter results of 8.9 mmol/l, 15.14 mmol/l, and 12.0 mmol/l respectively. The caller further reported that the customer "was hypo", although it is noted that none of the readings provided are consistent with hypoglycemia. The caller further reported that customer experienced both a seizure and a loss of consciousness and was admitted to the hospital, where a diagnosis of hyperglycemia was made and the customer was treated with an unspecified injection and her insulin dose was adjusted. No further information was provided and multiple attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.